Manufacturer narrative:
The results of the investigation concluded that the extension tubing had detached from the sideport of the hemostasis body and was not returned. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the sideport tubing detachment remains unknown. A corrective action has been initiated to prevent similar sideport events.

Event description:
During the procedure, the sideport detached from the sheath. The device was replaced and the procedure was completed with no adverse consequences to the patient.